Manufacturer narrative:
The reported malfunction was duplicated and attributed to an open etch on the control board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.